Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose of 32 mg/dl with cognitive impairment and loss of consciousness associated with an inaccurate delivery issue. Reportedly, the patient resumed with the same insulin pump and was treated in the emergency room by their healthcare provider. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for additional information. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.